Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, there was resistance and it was hard to advance the lens. The lens became stuck in the injector and the surgeon stopped using it. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
The device and the iol were returned separately. A small amount of viscoelastic was observed in the device. The plunger is oriented correctly. The plunger was retracted toward mid-nozzle. The anterior tip of the device was bent slightly backward. The iol was returned on white gauze. Solution was dried on the lens. One haptic is broken in the gusset area (returned adhered in dried solution to the optic posterior). The nozzle was cleaned was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was used in the device. The lens and device were returned separately. Broken haptic damage was observed. The root cause of the complaint may be related to a failure to follow the dfu. The viscoelastic used is not qualified for this device. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. Insufficient viscoelastic was also observed in the device. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). The manufacturer internal reference number is: (B)(4).